Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced retinal detachment. The doctor perfromed retina surgery. To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 manufacturer narrative - retinal detachment is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) procedure, the patient experienced retinal detachment, retinal repair and secondary iol implantation. In a separate surgery the lens was explanted and an iol was implanted. Reportedly, we received report from our user that after 1 year 6 months follow up patient found rd and she must explant icl, did retinopathy and implanted iol, after review pre operative patient opd there is no suspicious evident'. H6- health effect - clinical code (e): 4581- 'retinal repair' should be added. H6- health effect - impact code (f): 4627 and 4625- 'secondary iol implantation' should be added. H11- manufacturer narrative: 'secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.' Should be added and 'retinal detachment is identified in the labeling as a known potential adverse event following icl implantation' should be removed. Claim# (B)(4).